Manufacturer narrative:
B3: the peritonitis occurred on an unspecified date "four months ago". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. Hospitalization, treatment and action taken with pd therapy were not reported. At the time of this report, the patient was recovering from the event. No additional information.